Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the telemetry monitor exhibited the implantable pulse generator (ipg) was not pacing or capturing. It was also reported that far field r waves over-sensing was noted. Both the ipg and the right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.